Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the insulin pump was not functioning correctly. Customer stated it seemed the device was stuck on bolus delivery. When customer press the esc button the device would not rewind. Customer did a set change at night and woke up with blood glucose of 500 mg/dl. Customer stated the screen wouldn't change. Customer was advised to remove the battery and reinsert it after 11 minutes have passed. Reprogrammed time and date on the device. Customer was able to fill tubing. Customer was advised about loop due to attempting to bolus will rewind or fill process. Customer treated with manual injection. No further information reported.